Event description:
In 2003 patient underwent an l5-s1 interbody fusion. An ionic spacer was implanted as part of the procedure. Subsequently, in 2005, an independent medical examination of the patient's radiographs determined a "fatigue failure" of the spacer.